Manufacturer narrative:
(B)(4). The device is not available for evaluation. A clinical evaluation of the current available information was performed with the following conclusion: multiple factors, including non-device related influence could have lead to the described pressure rise. Based on the level of information that could be obtained and that the sample is not available a root-cause could not be defined. Prolonged use-more than the 6 hours noted in the IFU may have been a contributing factor. A supplemental report will be sent if additional information becomes available. (B)(4). Related complaints: (B)(4) (8010762-2015-00737 and 3008355164-2015-00129). (B)(4) (8010762-2015-00735 and 3008355164-2015-00128). (B)(4) (8010762-2015-00735 and 3008355164-2015-00127.

Event description:
(B)(4).